Event description:
It was reported the patient's ipg was explanted and replaced (with a different model) due to discomfort at the ipg site because of the size of the device. The replacement ipg was also implanted at a new location.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the device was explanted and returned due to its size and being uncomfortable for the patient. During initial testing an excessive current draw was noted during auto-testing. The root cause ot the initial auto-test failure was the result of capacitor c41 in the voltage regulation (vreg) circuit leaking excessive current. Once capacitor c41 was isolated from the ipg circuit, the device passed electrical testing including a follow up auto-test.